Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer stated a new battery did not resolve the button error alarm. It was also found the customer's insulin pump was vibrating. The customer's blood glucose was 118 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with no button response on the down arrow button due to corroded keypad traces noted. No unexpected button error alarms, alerts or vibrating anomalies noted during our testing. Unable to perform displacement test due to unresponsive keypad. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.